Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the collimator intermittently fails. Replaced the collimator and verified system functions properly. The collimator has been received by the manufacturer for evaluation, although analysis has not yet been completed. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that while the imaging system was booting up, the collimator would not initialize. It was reported that the mobile view station (mvs) and motion system status displayed as 'ready' while the generator/collimator did not, and displayed a red 'x'. The system was rebooted multiple times without resolution. There was no patient present when this issue was identified.

Manufacturer narrative:
Investigation of returned suspect collimator was unable to confirm reported problem. Installed collimator in test imaging system and the system readied as expected each time while under test. Motion, both 2d and 3d imaging, and collimation were successful. No problem found.